Event description:
It was reported that the patient is scheduled to be seen for a follow-up visit approximately one month after the initial visit, which occurred on (B)(6) 2026.

Manufacturer narrative:
A follow-up visit with the patient is scheduled for (B)(6) 2026. The battery remains implanted and will not be returned to ebr for evaluation. Therefore, the investigation will be limited to a review of the applicable lot history record (lhr), sterilization records, and the device instructions for use (IFU). No device testing will be conducted as the battery remains implanted. A supplemental report will be submitted once the investigation has been completed and additional information becomes available.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will sumit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on (B)(6) 2026 that the patient went to the emergency room the week before due to an infection at the battery pocket site. Additional information indicated swelling and redness at the battery pocket site. While the patient is undergoing antibiotic treatment, details about the exact medication prescribed, its dosage, and the length of therapy remain unspecified. The patient is responding to treatment, with no surgery planned. The patient reports ongoing pocket pain but otherwise feels unchanged since implant. There has been no reported loss or interruption of wise therapy. Higher pacing thresholds were observed, which may result from infection or inflammation in certain regions. There is currently no further information available.

Manufacturer narrative:
The investigation into this event remains in progress. The battery remains implanted and will not be returned to ebr for evaluation; therefore, device examination and functional testing cannot be performed. The ongoing investigation will consist of a review of the available clinical information, applicable lot history record (lhr), sterilization documentation, and device labeling (instructions for use). A supplemental report will be submitted when the investigation has been completed or if further relevant information becomes available.

Event description:
Additional information was received from the ebr representative indicating that during a follow-up visit on (B)(6) 2026, the patient reported improvement after completing a one-month course of antibiotics prescribed for a previously reported battery pocket infection. The patient stated that prior to completing treatment he had been feeling unwell and less socially active; however, his overall condition has since improved, and he now feels more alert and active. The patient also reported a weight loss of approximately 10 pounds since the wise implant procedure. No additional device-related or clinical information has been provided at this time.

Manufacturer narrative:
The investigation remains ongoing. Review of available programmer interrogation data and follow-up records indicates that the wise crt system remained operational, with stable battery status (2.92 v, 89% capacity), no reported resets, and continued communication with the programmer. At the most recent follow-up, therapy delivery was ongoing with biv pacing of 99.6% and documented capture across multiple patient positions, despite clinically elevated pacing thresholds. There is no evidence of device malfunction, loss of communication, battery failure, or interruption of therapy delivery. The reported event of a battery pocket infection is consistent with a known procedural complication and is not indicative of a device-related failure. A lot history record (lhr) review of the model 3100 battery (s/n (B)(6) identified no manufacturing, sterilization, or testing nonconformances that could be associated with the reported event. Based on the available information, no device-related cause for the reported event was identified.